Event description:
It was reported that the pump battery could not be charged causing the pump to shut down. The customer's blood glucose (bg) level was 550 mg/dl. Customer addressed bg with a correction injection. The customer reverted to an alternate method of insulin therapy.